Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via mail that they were experiencing diabetic ketoacidosis and had high blood glucose levels of 27 mmol/l. Insulin pump received insulin flow block alarm. Customer did all troubleshooting for insulin flow block alarm. It was unknown if insulin pump was on auto mode. Insulin pump will not be returned for analysis.